Manufacturer narrative:
D10 concomitant products: egiaustnd endogia ultra univ std stap (lot # p4k1164s) egiaustnd endogia ultra univ std stap (lot # p4k1164s) egia45ctavm egia45 curved vas med sulu (lot # n4c2137y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic radical surgery of hilar cholangiocarcinoma, when removing the hepatic portal vein, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. The issue happened with two staplers. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was found pre-fired and engaged in the interlock, with the jaws open and staples protruding from the proximal end of the staple cartridge channel. A visible gap was noted between the I-beam and the sled while the interlock was engaged. For evaluation, the reload was loaded into a representative instrument and partially cycled to investigate the sled¿I-beam gap. After overriding the interlock, the reload was applied to test media, where all staples were properly placed and the media was cleanly transected. The reload interlock was also tested and confirmed to be functioning correctly. It was reported that the device did not fire and was unable to squeeze the handle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument firing handle had been partially com-pressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.